Event description:
A hospital reported that 2 mr370 humidification chambers had cracked. No pt consequence was reported.

Manufacturer narrative:
Add'l lot no.070417. MFR date: 04/17/2007. The complaint devices were visually examined. Results: a white powdery residue was observed inside the chambers. The polysulphone plastic on these chambers appears to be more brittle than on a new chamber, this is most noticeable in the areas where the residue is present. Our records indicate that this is the only complaint of this nature received for the given lot numbers. Conclusions: we are unable to determine the cause of the cracking, though it is suspected that this may be due to cleaning methods used, as this is a reusable device subject to cleaning/disinfection. From the observations made, it is likely that the failure occurred due to a chemical attack on the chamber. The agent that has caused this had not been identified.